Event description:
It was reported to philips that the device was unable to acquire an x-ray image. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a diagnosis procedure was performed when the issue happened. The procedure was delayed and completed by moving the patient to another room. Fse visited onsite and checked and confirmed that unable to acquire an x-ray image. The cause of the suite x-ray pc failure could be determined by the supplier's part analysis and failed component was hdd bay. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flex vision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027). To resolve the issue, fse replaced xray pc. The system was working as intended. The codes were updated based on the investigation outcome.